Event description:
It was reported that the device delivered inappropriate therapy due to noise. No externalized conductors seen via fluoroscopy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported noise could not be confirmed on the partial lead that was cut at 51.3cm from the distal tip. Analysis found an external insulation abrasion between 37.5cm to 38.0cm from the distal tip, consistent with friction to the ICD can. The etfe coating was intact at this location. Two internal insulation abrasions were noted between 17.6cm to 18.8cm and 20.8cm to 20.9cm from the distal tip. The etfe coating was intact at these locations.